Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedances of greater than 2000 ohms, no sensing, loss of capture (loc) and pacing inhibition. The lead was found to be fractured. As a result the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.